Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the universal battery charger device did not have led illuminated and function. It was further determined that the contacts were torn in charging bay 2. It was noted in the service order that ¿there's a loose piece inside and it's not working at all. Charging bay 2 pins missing.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device observed that the light emitting diode (led) did not illuminate and the device had no function. It was further observed that the contacts were torn in charging bay two. Therefore, the reported condition was confirmed. The assignable root cause was undetermined. If additional information should become available, a supplemental medwatch report will be sent accordingly.